Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/213/67) the device was returned to the factory for evaluation on 10/04/2021. An investigation was conducted on 10/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The gray silicone insulation on the both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device, there were no visual defects observed, and no specific failure was reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they opened kit to use and noticed the jaw looked different than usual and possibly damaged. Upon inspection, they did not see any issue. It does not appear the wire separated from the jaws. They opened another kit to harvest the vein. There were no patient effects.